Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photos. Upon visual inspection of the photos, a ball of foreign matter was observed within the sealed package. Your reported defect was confirmed. Based on the photo it could not be determined with certainty what kind of material the clump of foreign material was made up of; however, it was identified that the foreign material had a fibrous appearance similar to hair or clothing fibers and had a brown color to it along with black spots of additional foreign material. It was also identified that some from of grease or oil was on the material and had bled through the top web of the packaging. As the device was sealed, the defect of foreign matter can be attributed to the manufacturing or packaging process. Operators perform good manufacturing practices and gowning per the quality plan. Environmental controls and inspections for foreign matter are performed to mitigate the occurrence of this defect. Additionally, manufacturing is covered, where possible, to reduce and mitigate the introduction of environmental foreign material. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva 22 ga x 1 in single port had a foreign object inside the packaging. The following information was provided by the initial reporter: it was reported foreign object inside packaging.